Event description:
It was reported that cgm displayed malfunction error and prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, confirmed error did not return, and successfully started new sensor session; no additional corrective actions were reported.